Manufacturer narrative:
Log file analysis revealed a controller power-up event and a motor start event which indicate that both power sources were disconnected from the controller and then were reconnected. However, there is no evidence in the log files indicating that (B)(4) was in use during these events. Log file analysis also revealed a critical battery alarm and premature power switching events occurring two months prior to the reported event. The controller was returned and various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a controller power-up event and a motor start event. These events indicate that both power sources were disconnected from the controller and then were reconnected. However, (B)(4) was not in use during these events. Log file review also revealed a critical battery alarm and premature power switching events occurring two months prior to the reported event. Analysis of the controller revealed that the device met specifications; the device passed visual examination and functional testing. Analysis of the battery revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a permanent failure flag (dff) which rendered the battery pack inoperable. This is an incidental finding not related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02018 and 2019) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02018 and 2019) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by medical staff that a patient at home experienced a critical battery alarm with one pump stop. The pump restarted when the patient plugged in another battery. It was stated the battery had a green light. The patient went to the implant center where the battery was tested. "Battery is blinking red when it is plug on the charger." The battery and controller were exchanged. There were no reported consequences or impact to the patient. No additional information was provided. Investigation is ongoing.